Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned for investigation. Based on the results of the investigation, the cause for the reported issue cannot be definitely determined. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction: d3, g1, h11. This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the high frequency cable burned straight through. A burn mark was on the patient sterile cover. The patient self was not harmed by the incident. The issue occurred during a laparoscopic gallbladder (laparoscopic cholecystectomy). The procedure was completed; however, the procedure was delayed by 10 minutes. There were no reports of patient harm.